Manufacturer narrative:
Please reference MDR 2029214-2016-00769 for the second pipeline in this event.

Manufacturer narrative:
Based on the return of the device we are unable to confirm the clinical observation. As received the pipeline braid was returned detached from the pushwire and braid was found fully opened with moderately fraying at both ends. The pushwire was observed to be bent at 56.0 cm from the proximal end.

Event description:
Medtronic received information the distal segment of a pipeline flex flow diverter would not open during attempted treatment of an unruptured and fusiform left paraopthalmic internal carotid artery aneurysm. It was reported this device would not open after two (2) attempts to resheath and deploy per the IFU. The pipeline flex was resheathed and removed with the microcatheter without incident. A second pipeline flex was attempted, but unsuccessful. (MDR 2 of 2). Treatment is planned for the future. There were no patient complications resulting from this event. Vessel tortuosity was moderate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.